Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation yet. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis :lumbar spinal canal stenosis at l3/4/5 procedure: transforaminal lumbar interbody fusion (tlif) it was reported that intra-op, the cage broke while it was being inserted at l3-4. When the cage was pulled out, not all of the broken parts of peek were found. An x-ray was performed after the procedure; but because of permeability of peek, it was not possible to confirm the possibility of remaining parts inside the patient. The possibility that some broken parts remained in the intervertebral disc space could not be denied. No patient complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Visual and microscopic review confirms implant fracture. Both of the ¿ears¿ of the component have been broken off. The broken ears were not returned for analysis. Fracture surface analysis is consistent with brittle overload. The peek extra lordotic top has been broken/separated from the lower half. The pivot arm that attaches to the pin has been broken. The tip of the peek component has been fractured consistent with impaction. The above observations are consistent with the implant being partially angled upon implantation, which may have exposed the component to overload and break. If information is provided in the future, a supplemental report will be issued.